Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to a missing segment. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device made a weird noise and had random dots on the pump. The customer states they had been puking all night due to their blood glucose levels. The customer did not know their blood glucose levels because they did not have test strips left. The customer states the pump had fallen on the floor. The customer was advised the pump would be replaced and returned for analysis.